Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: there is a temporal relationship between pd therapy on the liberty select cycler with cycler set and the patient report of pain with subsequent diagnosis of peritonitis. However, there is no documentation to show a causal relationship between the liberty select cycler with cycler set and the peritonitis. It was confirmed that the cause of the peritonitis was touch contamination due to the patient not following proper aseptic technique or treatment set-up. Cultures were positive for staphylococcus epidermidis, the predominant normal flora on human skin, which supports the determination that touch contamination was the cause of the peritonitis event. Based on the available information, the liberty select cycler and cycler set can be excluded as the cause of the adverse event.

Event description:
It was reported that a peritoneal dialysis (pd) patient had peritonitis and is being treated with antibiotics. Upon follow-up with the peritoneal dialysis registered nurse (pdrn), it was reported the patient presented to the pd clinic on (B)(6) 2019 with abdominal pain. A pd effluent culture was taken resulting in growth of gram positive staphylococcus epidermidis. The patient was started on intraperitoneal (ip) vancomycin (dose, frequency and duration unknown). Per the pdrn, the patient¿s peritonitis is attributed to touch contamination. The patient was not following proper aseptic technique or set-up instructions when making the connections to the cycler set. The pd nurse observed the patient incorrectly setting up for treatment when the patient was asked to demonstrate how they set up. The patient has been re-educated on proper aseptic technique and set-up of pd therapy. The patient did not experience any issues with the liberty select cycler or cycler set in regards to the peritonitis event. The patient continues to complete therapy on the liberty select cycler with no reported issues.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformance's or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.